Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the fatal error message. A technical support specialist (tss) dialed into the station and checked, verifying that the station¿s c drive had 18gb of free space. Team lead (tl) was informed by tss that the station¿s c drive contained numerous sql (structured query language) dump files, which might require a full synchronization. Tss advised to monitor the maintenance debug log on the station to identify if the station purge was having issues. Tss checked the maintenance debug log and verified that no errors appeared after the maintenance service was restarted, while the c drive space had been freed up. Tss then checked the data synchronized debug log and confirmed that the station was communicating with the server. Tss informed the customer that the station was now back up and running and advised that the case would remain open for the next 24 hours. Tss explained that the c drive had been full on the station and that the issue was resolved after clearing the logs. The customer acknowledged and stated would call back if the issue arose again. Later, tss dialed into the station again and checked, verifying that the station database size was around 5.2gb and that the c drive still had approximately 16.51gb of free space. Tss dialed into the server, mapped into the station¿s c drive, and confirmed that no new sql dump files had been created. Finally, tss monitored the station¿s maintenance debug log and verified that no new errors were found for the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a fatal error message appeared. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.